Event description:
The instrument did not place properly formed staples on the tissue and excessive bleeding resulted. Therefore, the surgeon decided to convert the procedure to an open surgery to stop the bleeding by applying clips and completed the case without further incident. No blood transfusion was required. Procudure: wedge resection patient status: no pt injury reported.